Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field. Device history lot: no lot numbers were supplied which precludes conducting a DHR review or a lot-specific search in the complaints handling system.

Event description:
It was reported by the affiliate in (B)(6) that postoperatively to a meniscal repair surgery performed on (B)(6) 2021, it was observed that the patient suffered a dull pain in the lesion on (B)(6) 2021. According to the report, hydrocele had appeared around the lesion. The current status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.